Event description:
Patient reported the diabetologist stated the infusion device delivered insulin inaccurately. Patient reported being in the hospital for 1 night. Patient reported an elevated blood glucose of 450 mg/dl. Patient's normal blood glucose level was not provided. Treatment received was not provided. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.